Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional testing, including the self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error, unexpected no delivery, or constant tones were noted. The motor was tested outside the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, no delivery and low battery and there is a high pitched noise from the pump. Customer's blood glucose was 445 mg/dl at the time of incident. Troubleshooting found that the low battery alert was not received prior to off no power alert on the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.